Event description:
The night nurse of a male pt contacted lifecor customer support to report that the lifevest would not stop bonging and asking to "connect electrode belt." The nurse also stated that the pt had to take the lifevest off and apart twice the prior night. Support walked the nurse through disconnecting and reconnecting the electrode belt. The nurse stated that the electrode belt connected without being forced. He placed the battery pack back into the monitor and the monitor again stated to "connect electrode belt." Support sent a pt services rep (psr) to the pt to exchange the electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.